Event description:
Info received indicates the left head siderail is broken and unable to latch.

Manufacturer narrative:
The tech found the siderail center arm was broken. He replaced the siderail ctr arm to repair the bed.